Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead had sensing issues, and that the sensing and threshold issues were noted one day post operatively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead threshold was elevated, in both unipolar and bipolar configurations, two days post operatively. The lead was explanted and replaced. No patient complications have been reported as a result of this event.